Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed was found to have the clevis pin dislodged from the grips. The pin was returned with the instrument. The pin outer diameter measures approximately 1.20mm at the swaged end compared to the nominal pin diameter of unknown measurement due to the position of the dislodged pin. Grips and other components adjacent to the dislodged pin do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have the grip axis pin dislodged from the grips. Diameter measures approximately 1.20mm at the swaged end compared to t nominal pin diameter of unknown measurement due to the position of the dislodged pin. Grips and other components adjacent to the dislodged pi do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument looked like a piece was sticking out. There was trouble pulling it out of the trocar. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have a dislodged proximal clevis pin. The pin outer diameter measures approximately 0.037" at the swaged end, compared to the nominal pin diameter of 0.037". The measurement results suggest that the pin was under swaged. No additional damage was noted on the grips or other components adjacent to the dislodged pin. The complaint was confirmed by failure analysis. The probable root cause of the dislodged instrument clevis pin can be attributed to a manufacturing issue, such as insufficient or incomplete swaging during the grip assembly process.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and initial investigation was partially confirmed, the instrument was found to have the grip axis pin dislodged from the grips, not the proximal clevis pin. The pin outer diameter measures approximately 0.037" at the swaged end, compared to the nominal pin diameter of 0.037". The measurement results suggested that the pin was under swaged. No addition damage was noted on the grips or other components adjacent to the dislodged pin.